Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified renal artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured on the hub side of the catheter from the center of the balloon. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified renal artery. A 6.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during first inflation at 14 atmospheres for 30 seconds, the balloon ruptured on the hub side of the catheter from the center of the balloon. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
(B)(6).